Manufacturer narrative:
The complaint sample was not returned to greatbatch for evaluation. Thus, an inspection could not be performed by greatbatch to confirm the reported event. A manufacturing review was completed. The reported lot number for this complaint is part of a field action recall, z-2055-2017. Report source distributor (B)(4). Recall number z-2055-2017 per FDA website. Device not returned to manufacturer.

Event description:
It was reported during an unknown patient procedure that after trialing, the surgeon tried to get the broach out but it got stuck so he had to hit it really hard and after about fifteen (15) hits, the broach came out. He wanted to sit the broach a little lower so he used a curette and then he broached again. After trialing, he wanted to get the broach out but it got stuck again so he had to hit it really hard again. After about ten (10) hits, the broach handle broke. A second broach handle was in the set so he switched it out and was able to get it out. There was no surgical delay, the procedure was completed successfully and no adverse events were reported as a result of the malfunction.